Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer plugged the pump in to charge it, a malfunction alarm was noted. Customer¿s blood glucose level was 130 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.